Event description:
It was reported that this right atrial (ra) lead exhibited intermittent undersensing. Additionally, atrial intrinsic amplitude is out of range. Technical services (ts) discussed options for troubleshooting and programming. This lead remains in service. No adverse patient effects were reported.